Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): device performance data was received for review and revealed low telemetered battery voltage: on (B)(6) 2010 battery voltage with telemetry was 2.61v and daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not returned for evaluation, as it currently remains implanted. Device performance data was received for review and revealed low telemetered battery voltage: on (B) (6) 2010 battery voltage with telemetry was 2.61v and daily measurement was 2.95v.

Event description:
It was reported that the battery voltage measured 2.61v, and save to disk data collected from the device showed the battery voltage over the preceding two weeks to range from 2.88 to 2.95v. Following a software update, the device exhibited elective replacement indicators (eri). Rapid battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measured 2.61v, and save to disk data collected from the device showed the battery voltage over the preceding two weeks to range from 2.88 to 2.95v. The device remains actively implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): device performance data was received for review and revealed low telemetered battery voltage: on (B)(4), 2010 battery voltage with telemetry was 2.61v and daily measurement was 2.95v. Preliminary analysis found that the battery telemetered value measured 2.81 volts. The battery voltage changed when run through a series of tests. The incorrect rtt (real-time telemetry) battery voltage measurements were the result of high internal battery resistance. Analysis of the battery cell indicated that it was not depleted, but it was found to have internal resistance exceeding the specification limits.